Event description:
Tech noticed swelling and shut off the injector with 80ml remaining. No alarm sounded. Tech estimated she used 10 ml for the test injection. Some contrast made it into the liver (very little). Procedure read as a non-contrast study. Maybe 20ml or a little more actually went into the vasculature. Extravasation estimated to be 30-40 ml. Pt treated with ice, heat, and elevation of the arm and was then released.